Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, small for which biosense webster¿s product analysis lab identified the hemostatic valve separation. It was initially reported by the customer that the dilator could not be inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath, small. The carto vizigo¿ 8.5f bi-directional guiding sheath, small was replaced and the issue resolved. There was no patient consequence. The customer¿s reported issue of ¿obstructed sheath¿ is not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2021, visual inspection found the hemostatic valve dislodged inside of hub. This finding was assessed as an MDR reportable malfunction.